Manufacturer narrative:
(B)(4). (B)(6). The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, while setting up automated peritoneal dialysis (apd) therapy, a solution bag disconnected from the cassette tubing and leaked. The issue occurred when the patient attempted to hang the bag after connection. The set up was discarded. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.